Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch that IV tubing leaking at blue port in multiple lots and the blue port gets stuck when clave inserted to hook up line and then cannot back prime, has caused some leaking as well around port site, the event occurred during priming, there was patient involvement and no patient harm.

Manufacturer narrative:
D4 - lot # the possible lot number are 148000329 the device is available for evaluation; however, has not been received.